Event description:
On (B)(6) 2008 at 11:52 pm, est, a (B)(6) pregnant woman with type 2 diabetes contacted the nipro diabetes systems helpline to report leaking from the amigo insulin pump syringe cap, condensation on the syringe window, a "key stuck" alarm and higher than normal blood glucose readings. The pt was instructed by the helpline diabetes educator to disconnect from the pump. The pt stated that she had already disconnected and had already taken some insulin by injection, but stated that she "didn't know exactly how much to take." The helpline educator suggested she refer to the handwritten md prescribed disconnection guidelines in the back of her amigo insulin pump handbook; however, the pt stated that she could not locate them and was "upset" because of the situation. The helpline educator then instructed the pt to call her md for advice. At 12:03 am, est, the pt called the helpline back to report that her md had instructed her to go to the ER. The following day, the local nipro diabetes systems clinical specialist, went to the pt's home, replaced the pump, and the pt resumed insulin pump therapy via the amigo insulin pump. The pt reported that she spent 3 hours in the ER and her blood glucose was under control via a sliding scale provided at the ER. The pt has not reported any additional problems.

Manufacturer narrative:
Summary and conclusions: the syringe that was returned inside the pump exhibited no leaking between the syringe cap and the syringe body tip with insulin used as the fluid. When this syringe was filled with blue water and pressurized it shows no sign of leakage between the syringe cap and the syringe body tip. The syringe that was returned outside the pump when pressurized with minimal force exhibited extensive leaking between the syringe cap and the syringe body tip with insulin used as the fluid. When this syringe was filled with blue water and pressurized it showed large amounts of leakage between the syringe cap and the syringe body tip. This condition is a result of excessive taper of the luer tip of the syringe. The leak path of the insulin from the syringe into the internal components was through the housing to chassis weld. The pc boards functioned as expected after the pump was disassembled and passed both the main and aux board testers. Internal error 600 did not re-occur after nvm was reset. The error was not experienced by the user, however, it was likely caused by the ingress of fluid into the internal components.